Event description:
On (B)(6) 2011, the pt underwent an endovascular procedure for an abdominal aortic aneurysm and a left common iliac aneurysm. At the beginning of the procedure, the physician coiled the left internal iliac. This caused a dissection in the left external iliac. The dissection was repaired and the physician completed the procedure by performing an unplanned aui. The aneurysm was excluded and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.